Event description:
It was reported that insulation was missing from the tip of l-hook bovie (5 mm hook electrode dissector) caused arcing of current which caused (2) 1/4 inch burns on the patient's liver during a laparoscopic cholecystectomy procedure. We are not aware of any treatment to the pt. No further info has been provided.

Manufacturer narrative:
The user facility will not return the device for our investigation. They have given permission to richard wolf that someone can view the device and take photos. Richard wolf representative is in the process of visiting the facility in order to photograph the device.